Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch reports, the following additional and corrected information was received: reportedly, the arteriotomy was a 6f and the sheath was upsized to a 16f during the transcatheter aortic valve implantation (tavi) procedure. Hemostasis was achieved using manual arterial compression, not with 2 additional proglide devices as previously reported. No further information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR reference number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, an there was an unusual feeling when depressing the plunger. The plunger was removed from the device but suture was not connected. An attempt was made to park the foot, however, strong resistance was noted and the lever could not be returned to its original position. The device was removed with extra force. A second proglide device was used and reportedly, there was resistance to retracting the foot. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The tavi procedure was completed and hemostasis was achieved with the successfully preplaced sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss and foot retraction problem were confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported needle to cuff miss and foot retraction problem appear to be related to the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: reportedly, the second proglide device also had a cuff miss. The foot of the second device was retracted with extra force and the device was removed from the anatomy. No tissue damage and no adverse effect was reported.